Manufacturer narrative:
(B)(4) - a visual and microscopic examination found proximal stent damage. The struts of row one were raised and misaligned proximally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a calcified and severely tortuous left anterior descending artery. A 3.5x20mm promus element stent was advanced to the lesion but could not cross. The procedure was completed with a different device. No patient complications were reported. Patient status is listed as stable. Product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.